Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain, fever and cloudy fluid. The cause of peritonitis was unknown. The patient was hospitalized for the event and was treated with vancomycin injection (1 gram, start dose, intraperitoneal route), imipenem injection (1 gram, once a day, intraperitoneal route) and amikacin injection (100 milligrams, once a day, intraperitoneal route) for peritonitis. At the time of this report, the patient outcome was unknown. The dose of the pd therapy was increased. No additional information is available.

Manufacturer narrative:
Upon follow-up, it was reported that antibiotic treatment was stopped, dianeal therapy was discontinued and the patient was transferred to hemodialysis (hd). At the time of this report, the patient was discharged from the hospital and has recovered from the peritonitis event. It was reported that the patient was using hd twice a week. Should additional relevant information become available, a supplemental report will be submitted.